Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) guided the user through a hard shutdown. The user unseated and reseated the pyxis bus cables, but the issue persisted. The fse replaced the pbca (printed circuit board assembly) board, drawer board, and inseparable magnet on main drawer 6. The customer then performed an inventory on drawer 6, confirming functionality. The system functioned as intended after the field service engineer repaired the device.